Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was complaining of charging burden. The rep performed an impedance check which showed 3,4,5 13,14, and 15 as contacts to avoid. There were no factors that could have led to the issue. The rep programmed around the contacts and placed the patient on a ld program for easier charge intervals. It was noted that the issue was resolved at the time of the report. No symptoms were reported. No further complications were reported/anticipated.